Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient's common iliac artery. The physician had acquired right retrograde femoral artery access, and had advanced the catheter over a stiff hydrophilic guidewire through a left common iliac arterial occlusion. During an attempted catheter removal, the catheter tip detached within the patient's artery. The patient's vasculature at the location of the tip detachment was calcified. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.